Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjk688 number, and no non-conformances were identified. Additional information was requested and the following was obtained: what was the date of the initial procedure? (B)(6). What tissue was the vicryl suture used on? Unk. Were any cultures performed of the ¿discharge¿? Unk. What were the results of the cultures? Unk. What was the date of the wound debridement? First treatment was made on (B)(6), but the wound did turn good, and returned back hosptial on (B)(6) again, the patient was treated with wound debridement, dressing change, and antibiotics. What is the surgeon opinion of the causative factors of the wound discharge? Related to suture. What is the surgeon opinion of the relationship of the suture to the wound discharge? Related to suture. What are the patient age, gender, weight and past medical history? (B)(6) male. Do you have samples of lot mjk688 for evaluation? What is the status of device return? No. What is the current condition of the patient? Unk. Note: event related to (B)(6) 2019 debridement reported via 2210968-2019-83322.

Event description:
It was reported that the patient underwent rotator cuff repair on (B)(6) 2019 and suture was used. On the 20th day post-op, the patient experienced wound discharge. On (B)(6) 2019, the patient underwent wound debridement and anbitiotics were given for treatment. The wound turned good. The patient underwent a debridement on (B)(6) 2019. The surgeon opined the event was related to the suture. The current patient status is reported to be unknown. Additional information was requested.